Manufacturer narrative:
No information is provided to date. D5 operator of device is unknown. Sample was received in used conditions. The sample had a crack on the tube. The circuit did not pass the leak test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check. The customer found a crack in the patient-side connector. No patient injury was report.